Manufacturer narrative:
Evaluation summary: the lens was returned. Solution is dried on the lens. One haptic is bent in the gusset area. The optic has two areas that are split/cracked. The optic is also torn/cut from the edge into the optic center, typical of an insertion and removal. A lens bench evaluation could not be conducted due to the optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified lens model, handpiece and viscoelastic. Root cause: the root cause for the complaint of "unexpected refractive outcome, diopter change 16.5 - 17.5, lens malfunction" cannot be determined. A lens bench evaluation could not be conducted due to the extensive optic damage. The specific lens malfunction was not stated. Optic damage was observed which may have been interpreted as the 'lens malfunction' portion of the reported complaint. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturers release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Information was provided by the hcp that the patient experienced unknown issue. The lens was exchanged for a different lens 2 months after initial implantation. Diopter change 16.5 - 17.5 was the clinical reason given for the explant . The surgeon also reported an unspecified lens malfunction. The replacement lens was the lens model, 17.5 diopters. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that two months following an intraocular lens (iol) implant procedure, the iol was exchanged for a different lens power. The nurse also reported an unspecified lens malfunction. Additional information has been requested.